Manufacturer narrative:
The autopulse device was not returned to zoll circulation for investigation, therefore no supplemental report will be submitted. Note: MFR 3003793491-2013-00491 addresses the second cardiac pt. MFR 3003793491-2013-00495 addresses the first cardiac pt.

Event description:
It was reported that the autopulse platform encountered problems on two previous cardiac arrests. It was also reported that the autopulse device experienced multiple user advisory messages, however it is unk which ones the device displayed. No adverse pt sequelae was reported. Additional details were requested by manufacturer however none were able to be provided.